Event description:
It was reported that during a stenting treatment procedure for an aortic dissection, deployment and withdrawal difficulties were encountered. The dissection was located in the mid-segment of the non-calcified, mildly tortuous aorta. The 16 x 90 mm wallstent was advanced to the target site and upon deployment of the stent, "resistance" was encountered and the stent did not fully deploy. The stent delivery system was removed, with some difficulty. The procedure was successfully completed with another wallstent. No patient complications were reported. The patient's condition was reported as "stable".

Manufacturer narrative:
(B) (4).